Manufacturer narrative:
We believe that this type of event is most likely technique related. This failure mode has been studied extensively by the quality engineers and it has been concluded that when the drill guide is bent by excessive mechanical force during drilling with a drill bit, the drill bit rubs against inner surface of the bent drill guide causing some metal to shave off of the drill guide. This phenomena has been the subject of a long and considerable study. At this point in time the engineering design and the quality engineering teams are in the midst of developing some design changes to subvert and or greatly reduce this type of event. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. When and if the complaint device is received here at mitek, it will be discarded as the reported phenomena is acknowledged and is in the process of being addressed.

Event description:
The sales agent is reporting that during the use of the fish mouth lupine drill guide system, there were metal shavings flaking off into the patient. The metal shavings were removed with suction and the case was completed without further incident or harm to the patient.